Manufacturer narrative:
Additional information received on 18 march 2016 and includes: the results of the microbiological samples showed that there was no infection. On 25 march 2016, the medical affairs director performed a clinical evaluation and commented as follows: revision of tha femoral component 1,5 years after primary. No infection was reported. No postoperative x-ray is available. On the pr-revision image, the stem looks severly detached from bone, macroscopic radiolucency extended to the majority of the stem surface. This kind of reaction is compatible with an adverse reaction to materials or infection. The root cause cannot be determined with the information available. There are not enough elements to suspect that a faulty device caused the problem. On 23 march 2016, the r&d project manager analysed the returned implants and commented as follows: observing the femoral stem no particular sign can be noted, except on the neck: such signs were probably caused during the removal phase. The ha on the surface of the stem is still present in the proximal part. On the femoral head some scratches can be seen, probably caused during the removal phase. On the liner some scratches on both the border and the internal surface can be seen. The external conical surface of the liner is slightly yellow probably due to lipid absorption. It is not possible from the inspection of the implants determine the root cause of the event. Batch review performed on 04 april 2016. Lot 120134: (B)(4) items manufactured and released on 28 march 2012. Expiration date: 2017-02-28. No anomalies found related to the problem. (B)(4).

Event description:
Revision due to aseptic loosening. The patient claimed pain in (B)(6) 2015. After x-ray control it was seen that the stem is loosen. Microbiological samples have been taken. The results will be available.

Manufacturer narrative:
On 08 june 2016 it was prepared a final report with the information already submitted in the initial report. On 26 june 2016 the report was sent to the initial reporter and the case was closed.